Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received multiple inappropriate shocks due to t-wave and p-wave oversensing while in the alternate sensing vector. It was noted the patient also had another manufacturer's leadless pacemaker implanted. Under fluoroscopy it was noted the electrode crosses the sternum and was not in an optimal position. Deactivating the subcutaneous implantable cardioverter defibrillator (s-ICD) device was being considered and implanting a transvenous system. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received multiple inappropriate shocks due to t-wave and p-wave oversensing while in the alternate sensing vector. It was noted the patient also had another manufacturer's leadless pacemaker implanted. Under fluoroscopy it was noted the electrode crosses the sternum and was not in an optimal position. Deactivating the subcutaneous implantable cardioverter defibrillator (s-ICD) device was being considered and implanting a transvenous system. The s-ICD system remains in service. No adverse patient effects were reported. The s-ICD device was later deactivated, and the implantation of a transvenous system was still being discussed. No additional adverse patient effects were reported.